Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged dialysis catheter was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting a segment of catheter tubing. The segment was placed next to a scalpel handle, showing the segment to measure approximately 2.5cm in length. Blood residue was evident on the segment. The segment appeared to comprise the distal tip of the catheter. A detached catheter segment was apparent in the submitted photograph; however, inspection of the photographic image was insufficient to identify the root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The location of the damage and the event description suggested that damage may have been inflicted during the tunneling process. The product IFU provides the following warning pertaining to the tunneling procedure: ¿caution: the catheter must not be forced.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - it was reported by sales representative per user facility that a patient had a 13.5 fr hickman dual lumen dialysis catheter placed uneventfully. The catheter was placed via right internal jugular vein in the morning and was removed on the same day in the evening. The physician put the tunneler on the distal tip, not the proximal lumen tip. A few weeks later, in imaging, a catheter fragment was noted in the soft tissue and the patient was reportedly having fevers (there was no infection). The fragment was removed and sent to pathology.